Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation uterine') and menorrhagia ('menorrhagia(heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, psychological trauma, fatigue, hormone level abnormal, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain ,menorrhagia , metrorrhagia ,psych injury, migration/perforation uterine, fatigue, hormonal changes , migraine, headache, weight gain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received- event menorrhagia was updated from other event to incident. Layer was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation uterine / malposition of essure device location of device: uterine wall'), menorrhagia ('menorrhagia(heavy menstrual bleeding)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In september 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia(painful sexual intercourse)"), fatigue ("fatigue"), migraine ("migraine"), headache ("headache"), genital haemorrhage ("abnormal bleeding (general)"), rash ("rash") and dysgeusia ("metallic taste in mouth") and was found to have weight increased ("weight gain"). In january 2013, the patient experienced depression ("psych injury / depression") and anxiety ("anxiety") and was found to have hormone level abnormal ("hormonal changes"). In august 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain") and metrorrhagia ("metrorrhagia (bleeding b/w periods)"). The patient was treated with surgery (ablation on jan-2013 and hysterectomy (full), salpingectomy (bilateral). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, depression, fatigue, hormone level abnormal, migraine, headache, weight increased, genital haemorrhage, rash, anxiety and dysgeusia outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, rash, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psych injury, migration/perforation uterine, fatigue, hormonal changes, migraine, headache, weight gain. Discrepancy in essure removal date as (B)(6) 2013. Patient took leave from (B)(6) 2012 to jan-2014 for reasons: high risk pregnancy/maternity leave/essure complications/hysterectomy. Current weight 170 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in september 2012: malposition of essure device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: events: abnormal bleeding (general), abnormal bleeding (vaginal), rash, depression and anxiety, metallic taste in mouth were added. Event onset date, patient demographics, reporters, event severity, lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/ perforation uterine') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), psychological trauma ("psych injury"), fatigue ("fatigue"), migraine ("migraine") and headache ("headache") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psychological trauma, fatigue, hormone level abnormal, migraine, headache and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, pelvic pain, psychological trauma, uterine perforation and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psych injury, migration/ perforation uterine, fatigue, hormonal changes, migraine, headache, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received, event injury was replaced. New events dysmenorrhea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, psych injury, migration/ perforation uterine, fatigue, hormonal changes, migraine, headache, weight gain and new reporter were added. Patient dob added, reporter address updated. Device removal date added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.